Manufacturer narrative:
Additional suspect device model sc-2366-50, serial (B)(4), product family scs-linear leads. It is indicated that the leads will not be returned for evaluation as they remain implanted in the patient. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not receiving enough pain relief particularly on her right side. The physician decided to implant a new paddle lead and ipg to the currently implanted system. The patient now has two scs systems and is in stable condition.